Event description:
It was reported to ge that the footrest slipped along its rails while a pt was sitting on the footrest. Apparently, this was caused by undetectable wear on the latching mechanism. The footrest was replaced.